Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography angiography (cta) images on (B)(6) 2013, revealed a proximal type I endoleak. There was no aneurysm enlargement. On (B)(6) 2013, the pt underwent a reintervention to correct the endoleak. It was reported that the physician implanted an aortic extender component and an aptus endoachnor to correct the endoleak. According to the physician, the approximate 50 degrees neck angle caused the endoleak. A final angiogram showed exclusion of the endoleak, and the pt tolerated the procedure. A review of the mfg records for the device verified that the lot met all pre-release specs. A response to the physician was not requested.

Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.